Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation because the device was not retained.

Event description:
Customer reports: the patient had a kangaroo¿ nasogastric feeding tube placed. Once the nasogastric (ng) feeding tube was taken out, the tube was not intact. The tip was still inside the patient's stomach, shown by x-ray and CT. The ng tube was removed via esophagogastroduodenoscopy. The registered nurse who removed the tube did not feel any resistance or notice anything abnormal with the placement or removal of the tube. The missing tip of the tube was noted at the time of removal. Packaging was not saved. The removed tip is not available.